Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter stated that there was a visible crack along the side of the battery compartment and that the pump lost power 3 days ago. Reportedly, the patient uses duracell lithium batteries, and the yellow o-ring was visible along with corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: power on reset events were observed in the black box. The pump was returned with visible corrosion in the battery compartment and a battery compartment crack from the threads to the case seal. The battery cap was not returned. A new battery test cap was able to be attached to the pump and was used to complete a 24 hour duration testing; no power issues were duplicated using the test battery cap. The pump failed a leak test due to the battery compartment crack. The pump cover was removed and there was no evidence of internal moisture observed on the pcb or internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.